Event description:
It was reported that the radio frequency programmer head was intermittently losing telemetry with the implanted device during an active session. The head was returned for service. The return paperwork indicated that there were no patient complications as a result of this event.

Event description:
It was reported that the radio frequency programmer head was intermittently losing telemetry with the implanted device during an active session. The head was returned for service. The return paperwork indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent telemetry. Rf (radio frequency) head cable found out of electrical specification.